Event description:
A report from the (B)(6) was received from a user facility indicating that cutter was not cutting during a surgical procedure. The cutter primed as expected, the cutter aspirated, power was on and the port was open however, when the cutter stopped functioning, the surgeon reduced aspiration via the foot pedal to prevent tension on the tissue. The surgeon continued the surgery using another pack, lengthening the surgery by two minutes. The user facility reported the pt did not experience any harm.

Manufacturer narrative:
The device has been received and the eval is pending. A supplemental report will be submitted when the eval is complete. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is manufactured by midlabs. The MFR has been contacted. Investigation is ongoing.